Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing display. The customer¿s blood glucose was unknown at the time of incident. The customer was assisted with troubleshooting. Customer stated that they cannot read some of the numbers on the insulin pump. The customer did not report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with vertical or horizontal white lines, missing segments or partial display due to cracked lcd glass. Unable to perform any testing due to missing segments or partial display.